Manufacturer narrative:
Sample from the patient was submitted for investigation and was tested on a cobas 6000 c (501) module and a beckmann coulter au 5800. The customer's ldl and hdl results were confirmed. Further testing by separation of lipid fraction indicated there were normal hdl particles in the sample. It was assumed that only discoidal or unstable hdl particle are present in the sample. Based on these results it was determined the abnormal lipoprotein pattern lead to non-specific reactions. Since the assay correctly detected the correct particles in the sample, a general reagent issue was not found.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ldl_c ldl-cholesterol plus 3rd generation and hdlc3 hdl-cholesterol plus 3rd generation results for one patient. Refer to the medwatch with patient identifier (B)(6) for the ldl assay. The doctor questioned why the ldl results were different between the different methods. The hdl result from the cobas analyzer was 0.244 and the result from the beckman coulter au analyzer was 0.97. The units of measure were requested but were not provided. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The customer used a cobas 8000 c 502 module. The serial number was requested but was not provided.